Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s spouse contacted support after not seeing insulin delivery lines in the app while the user experienced hyperglycemia, with a highest observed glucose of 214 mg/dl on a dexcom g7; the user had eaten breakfast and made a meal announcement, and glucose trended down to 196 mg/dl during the call while using ilet with a 23-inch, 6 mm contact detach infusion set. Symptoms included no reported clinical manifestations. Outcomes included no alerts or alarms, no need for outside assistance, and no medical intervention. Investigation included customer interview and troubleshooting with education regarding postprandial glucose dynamics and expected ilet automated correction. Investigation of this case revealed that the device functioned as designed with automated correction active, and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with hyperglycemia of unclear cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.